Event description:
While rounding it was reported by the educator of the med/surge stroke unit previous issues with low battery alarms requiring a reboot but that these types of events have not happened recently. Generalized feedback, no reported patient harm, no further information available, no devices available for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.